Manufacturer narrative:
See MDR 1920664-2007-01319 for the delivery device used with this lens.

Event description:
The haptic krimped in the delivery device during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.